Event description:
It was reported that this pacemaker had difficulty being interrogated. The patient was admitted to the hospital. The following day this pacemaker was successfully interrogated. This pacemaker remains in service. No adverse patient effects were reported.